Event description:
A hospital in (B)(6) reported that an rt235 infant breathing circuit caused the leak alarm on the avea ventilator during the pre-use leak test.

Manufacturer narrative:
(B)(4). Method: the complaint rt235 breathing circuit was returned to fisher & paykel healthcare (B)(6) for inspection. The evaqua (expiratory) limb was visually inspected, pressure tested and submerged in a water bath to check for leak. Results: one 3mm x 5mm puncture hole was found approximately 165mm from the proximal end of the evaqua limb. The pressure test showed the limb was out of specification and the water bath test confirmed the leak was coming from the observed hole. A lot check revealed no other similar complaints for the lot number provided. Conclusion: based on inspection of the damage, it appears that the evaqua expiratory limb had been punctured by a sharp object. All rt235 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the breathing circuit was damaged post-production, possibly during storage or setup. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt235 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and third-party circuit hangers. Our user instructions that accompany the rt235 state the following: "use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb." (B)(4).